Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 a recurring pump error alarm on the insulin pump. Blood glucose level at the time of the incident was 184 mg/dl. No symptoms or treatment of patient required. Trouble shooting occurred but issue remains unsolved. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm during testing. The motor was tested outside of the device and passed. (B)(4).